Event description:
Integra lifesciences received six different med watch 3500 forms from risk management on august 14, 2006. The cover letter was dated august 10, 2006. The device indicated is ultrasonic aspirator. According to the sales history, this user facility rented a selector console and 24 khz handpiece from september, 2005 - december, 2005 and purchased the disposable tubing and tips. The primary usage of the selector was for lumbar laminectomy surgeries. There were no requests for service on the console or handpiece from this unit to indicate that it wasn't working properly. The unit was returned and no disposables have been purchased since december, 2005. No FDA numbers are identified on the medwatch form. Incident description: a male described as obese and a diabetic underwent a decompressive laminectomy in 2005, from l2 through s1 for severe spinal stenosis and neurogenic claudication. Patient was discharged three days later, reportedly doing well. Patient later developed a wound dehiscence and difficulty with healing as well as developing a serosanginous discharge. Patient underwent a revision and debridement three weeks later, patient was discharged to a rehabilitation facility under IV antibiotics. August 21, 2006, a message was left for risk management to obtain additional information. August 29, 2006, integra technical service spoke with user facility risk management and obtained the following information: the selector ultrasonic aspirator was a rental unit used on 10 total cases. The same neurosurgeon performed all of the initial surgeries. The repairing neurosurgeon was a different physician from the initial surgeon. The repairing neurosurgeon "believes" that the selector may have caused the csf leaks, but there is no evidence of such in the post operative report. Both the user facility and integra lifesciences verified that there was no requirement for repair of the unit which would indicate that it was not working properly. The selector was not used on the repair surgery. On september 29, 2006, the initial product ID (1520000m1) which is associated with a footswitch was corrected to selector console #1530000m3. The 24 khz micro hand piece used in conjunction with the console has been identified as #1529000m2.

Manufacturer narrative:
Product is not expected to be returned for evaluation. An investigation has been initiated based on the reported information.